Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, 3 vapr cp90 (all: 228146; all lot: u2008009) were blocked. Two devices were received and evaluated in juarez laboratory. No visual damage in the devices, saline residues were observed in the suction tube and signs of activation can be observed in the tip. The failure reported is related to suction, therefore, these devices was sent to supplier for further evaluation the vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that two devices returned for investigation and neither device was returned in the original packaging. Also, both devices in a used condition with tissue in and around the active suction port. There was staining visible in the suction tube in device 1. Finally, no visible damage to the device shaft, handle, cable or plug on either device. Both devices passed the electrical test, however during the functional test they failed the flow test. Multiple attempts to free the blockage was conducted; as a result, the blockage on device 1 was located at the distal end of the device and was caused by tissue debris. The blockage on device 2 was 4mm inside the active suction tube and was caused by uv glue migrating into the tube. A DHR review has been performed for lot u2008009; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no initial containment action related to the individual complaint is recommended. The failure mode seen for device 2 has been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under a CAPA. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot : DHR review has been performed for lot u2008009; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no initial containment action related to the individual complaint is recommended.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in that during a shoulder arthroscopy for a bankart repair procedure on (B)(6) 2021, it was observed that the suction on the vapr coolpulse90 electrode device was blocked. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.